Event description:
It was reported that balloon rupture occurred. The target lesion was located in a vessel below the knee. A 2.0mmx20mmx143cm nc quantum apex balloon catheter was advanced for dilation. However, during the initial inflation at 18 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.